Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. This product was not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During the procedure it was reported when the left atrium mapping was conducted with using the pentaray catheter. After mapping, the cardiac tamponade was suspected. The physician checked it by the body surface echo and confirmed the pericardial effusions. As the blood pressure did not drop suddenly, the right pv isolation was conducted. After the isolation, the pericardial drainage was performed and then the procedure was finished. The patient was in stable condition. The procedure was completed without patient's consequence.